Manufacturer narrative:
It was reported that during a neonatal patient transfer, the set tidal volume was not achieving in prvc mode. The circuit compliance factor is calculated during the patient circuit test performed before connecting the ventilator to a patient. By analyzing the logs, it was found that the circuit compliance factor was around 2.0 ml/cmh2o instead of approximately 1.4 ml/cmh2o which is the normal factor for the getinge neonatal patient circuit. As a result of this, the ventilator will in volume modes deliver more volume to compensate for the (faulty) higher compensation factor, and most of this will be delivered to the patient. The volumes presented on the ventilator will however show the volume calculated to reach the patient and not the actually delivered volume. A faulty circuit compliance factor will especially affect the patients with the smallest volumes, i.e. Neonates. The root cause for the wrongly calculated circuit compliance factor has not been possible determine other than it is some kind of use error. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the patient connected to the ventilator, had a hyperventilation. Serious injury. Low level of co2. Final patient's outcome was unknown. Manufacturer's ref.#: (B)(4).